Event description:
It was reported that the device failed to power on using dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use. Physio-control evaluated the removed power pcb assembly at the failure analysis center and determined the cause of the failure to be due to a shorted capacitor, designator c4.